Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis found the radio frequency head would not interrogate implantable pulse generators.

Event description:
It was reported that the handle and the rear power cord cover latch on the programmer are broken. The programmer was returned for service and subsequently tested out of specification. There was no patient involvement.